Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms without first receiving a low battery alarm. Customer reported that display screen was blank and had a black spot on dome label that resembled a burn. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was monitored; no battery alerts or alarms occurred during our testing however, a21 alarm after battery change due to voltage leak on the interface board. The insulin pump has normal operating currents. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The damage to the end cap sticker is a stain and not a burn mark as reported by the user.